Event description:
During use on pt, the ventilator gave high and low pressure alarm and ventilator stopped delivering gas. The customer turned ventilator off and back on again. Although the ventilator started delivering gas, it was continuously giving audible low pressure alarm and could not reset it.